Event description:
After pt had been on dialysis for 1 hr, when making routine dialysis unit rounds, the dialysis care giver noted a small amount of dried blood along the top of the header of the hemodialyzer being used for that treatment. Dialysis was discontinued and restarted with new dialyzer and blood tubing. Physician was notified. Blood cultures (2 sets) were drawn. On observation, a crack was discovered along the female luer connector at the top of the dialyzer (where the blood tubing is connected).